Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular lead. Lead damage was suspected. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that diagnostic imaging was performed and revealed no anomalies.